Manufacturer narrative:
Correction: b1, e4. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Fever/pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Pump stop: the returned pump was inspected and an abnormally large purge gap was observed indicative of bearing wear. Clinical reported cp device stopped at day 10 of usage bedside with peaked motor current. Incomplete data logs were returned. The cause of the pump stop was determined to be due to a bearing wear as evidenced by returned product showing abnormally large purge gap device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed for acute myocardial infarction/ cardiogenic shock. During support it was reported that escalation was on hold due to fever and concerns for pneumonia. In addition to the patient remained intubated due to concerns of pulmonary edema prior to impella insertion however anticoagulation was on hold. Ultimately the pump stopped with peaked motor current. Decision was made to explant the cp and place intra-aortic balloon pump as bridge to 5.5.